Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was leaking past the second o-ring during filling insulin inside the reservoir. The customer reported that the issue occurred with multiple reservoirs. The customer's blood glucose was unknown at the time of incident. The reservoir will not be returned for analysis.